Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the nurse intended to maintain the infusion for the patient and check the patency and the integrity of the implanted intravenous drug delivery system, found that it cannot be properly flushed with the material, so nurse immediately replaced the implantable intravenous infusion system. There was a patient involvement and there were no additional adverse consequences. However, if this failure mode reoccurs during infusion, it will interrupt therapy and impact patients.